Manufacturer narrative:
The previous report submitted for this event contained an error in h1: ¿summary report¿ was inadvertently selected. After a recent system update, a system error caused the inadvertent additional selection of ¿summary report¿ in h1: the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation. Therefore, the condition of the product could not be verified. No lot number was identified with this complaint. Therefore, a device history record review could not be conducted. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that at the end of cataract surgery, when hydrating and checking the wound, the cannula which was attached to a 3cc syringe of balanced salt solution, detached and forcefully when through the iris, capsule, and caused as small retinal bleed to the nasal retina. A miosis agent was used and sutures were required. The patient was referred to a retinal specialist as a precaution as the patients vision was noted as okay. On follow up, the patient is reported to be doing great.